Event description:
It was initially reported by the nurse that the pt was showing high lead impedance. Last known diagnostics on (B)(6) 2010 were within normal limits. It was noted that the pt was recently in a bike accident just prior to the appt on (B)(6) 2010. At this time the pt is not seeing an increase in seizures or pain, but the pt is being referred for revision, but has yet to occur. The pt was referred for x-rays, which were sent to the MFR for review. Based on the x-rays received, no anomalies or lead discontinuities were identified in the visualized portion of the pt's vns device which could be contributing to the reported event, although the presence of an unpronounced lead discontinuity cannot be ruled out.

Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.